Manufacturer narrative:
Additional information was received that the sub-dural hematoma was evacuated.

Event description:
A report was received that following the implant procedure the patient was placed on a ventilator. The nurse suspected there was a hematoma on the patient's brain. The patient's system was explanted. It was later reported that the patient passed away.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8352-50, serial #: (B)(4), description: coveredge x 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that following the implant procedure the patient was placed on a ventilator. The nurse suspected there was a hematoma on the patient's brain. The patient's system was explanted. It was later reported that the patient passed away.

Manufacturer narrative:
Additional information was received that the cause of death was a sub-dural hematoma and was not device related. The patient had a history of stroke. The explanted devices were not returned to bsn.

Event description:
A report was received that following the implant procedure the patient was placed on a ventilator. The nurse suspected there was a hematoma on the patient's brain. The patient's system was explanted. It was later reported that the patient passed away.